Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the patient had a hematoma during sheath exchange prior to impella placement. Hematoma is small and not increasing in size.